Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, a sales representative reported via email that an ar-9301-02 arthrex eclipse cage screw (medium) failed to achieve adequate fixation following implantation. All fixation was lost during the initiation of the speedscap repair for the subscapularis, and the implant became loose. Subsequently, a larger-sized cage screw was implanted, which provided stable fixation despite the initial sizing as medium. The procedure was completed successfully without any reported patient harm. This issue was identified during an eclipse tsa procedure performed on (B)(6) 2025. Additional information has been requested on 10/09/2025.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation. Per directions for use (dfu) dfu-0181-eo eclipse¿ shoulder prosthesis, revision 6, section g. Precautions. Surgeons are advised to review the product-specific surgical technique prior to performing any surgery. Arthrex provides detailed surgical techniques in print, video, and electronic formats. The arthrex website also provides detailed surgical technique information and demonstrations. Or contact your arthrex representative for an onsite demonstration. 2. Surgeons must apply their professional judgment when determining the appropriately sized device based on the specific indication, preferred surgical technique, and patient history.

Event description:
Additional information was received on (B)(6) 2025: the issue was solely related to inadequate fixation; the implant did not fracture or break during the procedure. No detached fragments were present. The case was completed using an ar-9301-03 arthrex eclipse cage screw large. The surgery was delayed by approximately 30¿45 minutes. No additional anesthesia was administered to the patient to the reporter¿s knowledge. No adverse patient effects were reported during or following the procedure due to this issue.

Manufacturer narrative:
Additional information: b5, h3, h6.